Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the issue did not occur during clinical use. A philips field engineer (fse) inspected the system onsite and confirmed the issue. Troubleshooting actions determined that the root cause was a malfunction with the display monitor. The fse replaced the display. Once the display was replaced, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system displayed a digital subtracting angiography (dsa) failure, and no image was displayed. The system was in clinical use. No user or patient harm has been reported. Philips has started an investigation regarding the reported issue.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the issue did not occur during clinical use. A philips field engineer (fse) inspected the system onsite and confirmed the issue. Troubleshooting actions determined that the root cause was a malfunction with the display monitor. The fse replaced the display. Once the display was replaced, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The manufacture date, reporting address line 1 and the reporting address city have been updated.